Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer started using multiple daily injections since the issue occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.